Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation.

Event description:
The customer reported that the users of this mrx defibrillator were temporarily unable to get a waveform via pads.